Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (16.0 mg/ml at a dose of 4.851 mg/day) and catapresan (30.0 mcg/ml at a dose of 9.095 mg/day) via an implantable pump for and unknown indication for use. On (B)(6) 2015, the patient's pump logs showed multiple motor stalls and motor stall recoveries had occurred. A 'stopped pump may exceed tube set' alarm was also activated. The patient "hasn't complained of loss of therapy up to now". The cause of the motor stalls was not known. The pump would be replaced at the end of (B)(6) 2016. Additional information has been requested regarding the outcome of the replacement, but it was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date of the event was updated. The manufacturer name was updated.

Event description:
Additional information was received from the company representative indicating that the pump has not been replaced yet and that no symptoms have occurred. Per the company representative the pump motor stall alarm was on and was silenced. The first motor stall occurred on november 8th. No further information was provided.

Event description:
On 2016-02-16, additional information was received from a foreign manufacturer representative (rep). It was reported that the pump would be sent by the end of the week.